Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that using a femoral artery access approach during a procedure of the concentric, heavily tortuous, 90% stenosed, de novo, proximal circumflex artery after the guide wire was placed and pre-dilatation with an unspecified balloon at 10 atmosphere (atm) was completed the 2.75 x 28 mm xience v stent was deployed at 12 atm. During post-dilatation a stent distal edge dissection was noted. A second 2.75 x 28 mm xience v stent was used as treatment; timi 3 flow was maintained at the end and there was no reported adverse patient sequela. The patient was reported as doing fine. There was no reported clinically significant delay in the procedure. No additional information was provided.